Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the a1059 mayfield skull clamp slipped during an unspecified procedure. They checked the unit out and everything appeared to be working properly, except that the clamp pressure was slightly low. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay. Additional information has been requested.